Manufacturer narrative:
This rv lead will be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed lead coils and insulation is damaged (fracture). This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported delivery of inappropriate therapy is likely the result of the lead damage observed by the laboratory.

Event description:
Boston scientific received information that this right ventricular (rv) lead, which was implanted for pace/sense purposes, was explanted and replaced due to a fracture and the delivery of inappropriate shocks. The associated rv lead, which was implanted for shocking purposes, was also explanted. It was also noted the shocking measurements were within range, but the physician viewed them as being inadequate. There were no adverse patient effects reported.